Event description:
A customer reported that during vitrectomy surgery an ophthalmic cutter did not function properly. The issue was resolved after replacing the cutter probe. The surgery was continued and completed on the same day. Patient impact was not reported. This complaint pertains to ophthalmic system involved in the reported events.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.